Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the acoustic lens was peeled. Additional findings include the following: angulation in the up direction was out of standard due to wear of the angle wire, the gap on the up / down knob was out of standard due to wear of the angle wire, the device was no longer waterproof due to a deformed right / left / up / down knob, the device was no longer waterproof due to the broken distal end, the device was no longer waterproof due to the broken channel tube, there was corrosion from the ultrasonic connector due to the leakage, and the number of lost ultrasonic elements exceeds the standard value due to a broken ultrasonic cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the peeling of the objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera ultrasound gastrovideoscope had leakage from the probe. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.